Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. The customer inspected the device and was sent a touchscreen assembly to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator touchscreen was not functioning. There was no patient involvement. The event date was not specified; estimate used.